Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unknown issue. The patient was looking to erase all the information from the subject meter as it wasn't working. She had tried using new batteries and test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.